Event description:
As reported via the (B)(6) study, a patient experienced stent thrombosis and non-st elevated myocardial infarction (nstemi) approximately 4 weeks after the index procedure. At the time of the index procedure, angiography revealed that the proximal rca lesion was de novo, calcified and 15mm in length. The reference vessel was 2.5mm in diameter. It was unknown if the lesion was pre-dilated. A 2.5 x 18mm cypher bx was implanted at 20atm. It is unknown if the stent was post-dilated. Timi flow and residual stenosis are also unknown. Ivus was not conducted and it is unknown if act was measured. Approximately four weeks later, the patient developed nstemi. Angiography observed thrombus inside the cypher stent. The thrombus was treated with angioplasty. At the time of the thrombosis, the patient was taking aspirin and ticlopidine. The patient was later reported to be in stable condition. According to the physician, the possible cause of the thrombotic event was that the cypher stent was under-dilated because of the heavily calcified lesion.

Manufacturer narrative:
Aspirin 100mg/day: 2007-(B)(6) ~ ticlopidine hydrochloride 200mg/day: 2007-(B)(6) ~ heparin unknown dosage: 2007-(B)(6) (during the pci).possible lot numbers:i0107076 - manufacture date 2/7/2007 - expiration date 4/29/2007.i0107089 -manufacture date 2/9/2007 - expiration date 5/1/2007.additional information will be submitted within 30 days of reciept.

Manufacturer narrative:
A (B)(6) male from the (B)(4) study experienced a non-st elevated myocardial infarction (nstemi) due to stent thrombosis approximately four weeks after implantation of a cypher stent. Past medical history that may have increased his risk for mace includes hypertension and smoking. At the time of the index procedure, angiography revealed that the proximal rca lesion was de novo, calcified and 15mm in length in a 2.5 mm vessel diameter. It was unknown if the lesion was pre-dilated before a 2.5 x 18mm cypher bx was implanted at 20atm. The rated burst pressure indicated in the IFU is 16 atmospheres. It is unknown if the stent was post-dilated. Timi flow and residual stenosis are also unknown. Ivus was not conducted and it is unknown if act was measured. Medications prescribed at discharge included aspirin and ticlopidine. Approximately four weeks later, the patient developed nstemi. Angiography observed thrombus inside the cypher stent. The thrombus was treated with angioplasty. The patient was later reported to be in stable condition. According to the physician, the possible cause of the thrombotic event was that the cypher stent was under-dilated because of the heavily calcified lesion. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Review of the information suggests that there are possible patient factors (advanced age, smoking), vessel/lesion characteristics (calcification, small diameter) and procedural factors (stent underexpanded) that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).